Event description:
It was reported that the spring clip broke during use on an off-pump case. The internal mammary was clamped with the spring clip. When the team reached for the mammary artery they discovered that the clamp had broken. The chest was reportedly searched for the broken pieces of the clip. The patient reportedly lost blood and had to be transfused. No permanent patient injury reported.